Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested, and the following was obtained: in the physician's opinion, why is this event probably related to the device and procedure? Staplers are not hemostatic and bleeding after anastamosis is a common ae after surgery what was the primary procedure? Diverticular disease. Female or male patient? Male. Was there an associated infection in relation to the procedure? Not reported. Did the patient receive any preoperative chemotherapy or radiation? No. When was the staple retaining cap removed? During surgery. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Checked twice. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. What is the scrub's experience with reloading the device? It is my routine that the surgeon checks. Were there any difficulties loading the device? No. What did they do to ensure that the cartridge was snapped in please prior to closing the device? Surgeon double checks. Was the retaining pin placed manually or automatically? Manually. What is the current status of the patient? Recovered without sequelae.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: study ID (B)(6). Site ID (B)(6). Subject ID (B)(6). Ae sequence number 1 adverse event term pelvic abscess start date(B)(6)2024 severity moderate serious ae no serious: death 0 date of death 0 serious: life threatening injury 0 serious: permanent impairment 0 serious: in-patient/prolonged hospitalization admission date (B)(6)2022 discharge date (B)(6)2022 serious: medical or surgical intervention 0 serious: fetal distress or death 0 relationship to study device possibly related. Patient final data: study ID (B)(6). Site ID (B)(6). Subject ID (B)(6). Age in years 64 patients age 90 or older 0 gender of the subjects 1 - male bmi 20 asa score at pre-operation ii - a patient with mild systemic disease ethnicity of the patient 2 - not hispanic or latino smoking history 1 - current tnm classification for t not applicable tnm classification for n not applicable tnm classification for m not applicable residual tumor classification not applicable number of times had abdominal surgery in the past 1 - once preoperative chemotherapy in the past 6 months no duration of preoperative chemotherapy (months) 0 preoperative radiation in the past 6 months no duration of preoperative radiation (weeks) 0 does the patient has any comorbidity no ICD-10-cm code for comorbidity 0 ICD-10-cm code for comorbidity 0 ICD-10-cm code for comorbidity 0 ICD-10-cm code for comorbidity 0 echelon contour curved cutter product code - 1st gcs40g echelon contour curved cutter product code - 2nd 0 was anastomosis performed? Yes was a circular stapler used to complete the anastomosis? Yes product code for circular stapler used ethelon power circular cdh29p total number of reloads for echelon1 0 total number of reloads for echelon2 0 estimated blood loss in volume in ml 50-100 ml any intraoperative blood transfusion no any postoperative blood transfusion no date of operation performed (B)(6)2024. Date of hospital discharge (B)(6)2024. Operation performed 0 operation performed as other, please specify 0 primary indication for current surgery 1 - diverticular disease if the primary indication for current surgery is other, please specify 0 was the procedure planned or emergency? Planned current procedural terminology (cpt) code 44207 - laparoscopy, surgical; colectomy, partial, with anastomosis, with coloproctostomy (low pelvic anastomosis) current procedural terminology (cpt) code 0 current procedural terminology (cpt) code 0 staple line leakage no date of staple line leakage 0 ICD-10-cm code for staple line leakage for k63.2 0 ICD-10-cm code for staple line leakage k65.0 0 ICD-10-cm code for staple line leakage k65.1 0 ICD-10-cm code for staple line leakage n73.0 0 ICD-10-cm code for staple line leakage ow9joz 0 ICD-10-cm code for staple line leakage y83.2 0 ICD-10-cm code for staple line leakage k91.89 0 other ICD-10-cm for staple line leakage 0 reoperation or revision surgery within 30-days yes date of reoperation or revision surgery (B)(6)2022 staple line bleeding or hemorrhage 0 date of staple line bleeding or hemorrhage no ICD-10-cm code for postprocedural hemorrhage 0 ICD-10-cm code for hematoma 0 other ICD-10-cm code for hemorrhage or hematoma, please specify 0 stricture and stenosis no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, pelvic abscess. Relationship to study device: possibly related.